Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
The customer¿s (bg) level was also "high"; although a specific value was not provided. The customer delivered a correction bolus to address high bg level. However, when correcting the high bg, the customer manually requested too much insulin through the pump via bolus. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. Customer consumed carbohydrates to address the low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.